Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase. She stated that the pump emitted multiple loss of prime warnings prior to this event. The patient reported that the cartridge cap is secure, there are no visible cracks in the pump housing, no changes in temperature, and no trauma to the pump. She reviewed the alarm history and found no associated alarms. During the contact with animas, the patient attempted to complete the ezprime steps. She reported that the pump pushed all of the insulin out of the pump and did not recognize the cartridge. The patient stated that she was unable to use the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.